Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from the inner shaft and coming out of the tip. An examination of the markerbands identified no issues. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination of the hypotube found a kink approximately 290mm distal from the distal end of the strain relief. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon ruptured in a pinhole form at 6 atm for 5 seconds. The device was removed without any problem using the normal method. The procedure was completed with the use of a different device. No patient complications were reported and the patient status was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon ruptured in a pinhole form at 6 atm for 5 seconds. The device was removed without any problem using the normal method. The procedure was completed with the use of a different device. No patient complications were reported and the patient status was good post procedure.